Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a homechoice cassette "came off" when the patient removed the blue cap. The patient had primed the cycler without issue and when they went to remove the blue cap to connect for therapy, the patient connector end came off. To resolve the issue, the patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.